Event description:
A swan-ganz ccombo v catheter malfunctioned while caring for this patient - it had a faulty balloon on the device. A second swan-ganz ccombo v catheter was retrieved and used during the care of this patient without incident.